Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The customer reported issue 'not alarming upstream occlusion alarms during testing' could not be reproduced during evaluation. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. During testing the evaluator observed a false upstream occlusion alarm. The cause was identified to be a failed ultrasonic sensor which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion during testing. There was no patient involvement. No additional information is available.